Manufacturer narrative:
Customer returned 2 unopened files in blister cell packaging and 1 broken file in an autoclave bag from lot#0000198342. Using microscope visually checked files. No manufacturing defects or markings noted on files. The file from the autoclave bag is broken approximately 4.5mm from the tip. Lori ogle measured the 2 unopened files using tm-0061 on nikon 4. Returned product has been analyzed and was found in compliance with specifications. No fault found with returned files. Root cause of file breakage is unknown.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a waveone gold small file broke in a patient's tooth during use. The broken piece could not be retrieved and was incorporated into the filling.